Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient died as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient had a personal injury and died as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed. It was reported the pump was explanted.